Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate for numbness in the forearm, hand, or fingers seen (49 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.033%, which is within the acceptable range as identified in risk analysis documentation. Pt info: requested.

Event description:
Clinic reported a patient who experienced numbness in the right hand and fingers 2 days post miradry treatment. At 15 days post-treatment, the patient experienced a hard pain in the right fingers. The clinic suggested possible radial nerve injury at 41 days post-treatment. Vitamin b12 formulations were prescribed.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate for numbness in the forearm, hand, or fingers seen (49 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately (B)(4), which is within the acceptable range as identified in risk analysis documentation. Patient information requested.

Event description:
Clinic reported a patient who experienced numbness in the right hand and fingers 2 days post miradry treatment. At 15 days post-treatment, the patient experienced a hard pain in the right fingers. The clinic suggested possible radial nerve injury at 41 days post-treatment. Vitamin b12 formulations were prescribed. By 135 days post-treatment, the clinic confirmed the symptoms resolved.